Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level reached the 400 mg/dl range. The customer would change the tubing after each alarm as it was thought that the tubing was the cause of the occlusions. As the customer had changed the supplies prior to contacting tandem customer technical support (cts) and was not currently receiving an alarm, cts was unable to perform a system check to determine if the tubing was the cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.